Event description:
Once the catheter was opened, the rn (registered nurse) noticed what she thought to be fuzz on the tip of the catheter. She did not use the catheter. Upon inspection, it was noted that the "fuzz" was difficult to remove from the catheter tip and assumed to be plastic.